Event description:
It was reported that a problem with the medial distal humerus plate. On (B)(6) 2013 a female patient had surgery on her distal humerus to implant a plate. On (b)(64) 2013 the patient was lying in bed and rolled over and heard a popping sound. On (B)(6) 2013 the patient went to visit the doctor complaining about the problem. The doctor took x-rays and discovered that an unspecified number of screws had backed out and the plate was off the bone and one of the screw heads had broken off of the distal portion of 2.7 mm locking screws. The revision surgery was successful. This is 2 of 3 reports for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The relevant dimensions of the intact threads were checked and no deviation was found. Considering that all the features are manufactured with the same parameters and tools it is possible that the damage of the threads occurred post-manufacturing. No manufacturing related fault could be detected. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been requested, DHR review is deemed to be indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This is 2 of 6 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation: the distal humerus plate and related screws received are part of the synthes variable angle lcp elbow system and intended for fixation of fractures of the distal humerus, olecranon and ulna in adults and adolescents in which the growth plates have fused. The returned plate and screws were inspected under magnification and the following was found to be evident: the wrong screw was selected for this plate and a second cortex screw was placed in the wrong hole was responsible for pull out of the remaining screws and subsequent migration of the plate. The screw and method of use for the plate implantation has resulted in this complaint and is not related to any design deficiency with this construct or any of its components. The components and construct are determined to be suitable for the intended use and the complaint invalid from a design perspective.